Event description:
In 2003 the patient was treated with gore excluder bifurcated endoprosthesis. A follow-up exam in 2007 revealed the patient has experienced noticeable aneurysm growth from 5.1cm to 6.8cm. No plans to re-intervene are yet in place. The physician is monitoring the patient.

Manufacturer narrative:
Device remains implanted in the pt. A review of the mfg paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Also implanted in the patient was pcc161400/lot# 02331209.